Manufacturer narrative:
Corrected field: d4 UDI additional information fields: h6. Based on the results of the re-investigation, it is likely the following led to the malfunction: corrosion of the angulation reel disabled the angulation operation. The analysis of the cause of the corrosion detected a chloride component, it is presumed that the chloride component entered the endoscope, leading to the corrosion phenomenon since the pinholes were observed on the instrument channel and bending section cover.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this issue occurred due to stress by repeated use. The event can be detected by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited a locked angle due to angle wire wear. There were no reports of patient involvement.